Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer inadvertently administered a bolus of 8.2 units and then 10 minutes later delivered another bolus of 7.9 units. The customer's blood glucose (bg) level subsequently decreased to 40-54 mg/dl. Reportedly, the customer fell and hit head which required assistance from paramedics. Customer consumed carbohydrates to address bg and required assistance from customer's wife to provide juice to the customer.